Event description:
A patient experienced a comminuted and significantly displaced fracture of the left clavicle. Patient underwent orif and a 3.5mm reconstruction plate was implanted. Patient had a minor fall post operative and an x-ray taken showed the plate and screws to be pulling off the bone. Patient was returned to the or for removal of hardware and revision to a 3.5mm locking reconstruction plate.

Manufacturer narrative:
This info was not provided by the surgeon. Manufacture site and manufacture date cannot be determined without a lot number. No investigation could be performed, no conclusion could be drawn as no device was returned and no lot number was provided.